Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 during an open reduction internal fixation (orif) with multiloc humeral nail system, the device was applied for humeral diaphyseal fractures. During the surgery, the following issues occurred during process of placing two (2) distal screws on the nail system. Drilling was done from the upper (anterior) side to the lower (posterior) side of the bone. Drilling could not be performed with the drill bit, the radiolucent drive did not work properly, and the colibri ii handpiece stopped working. When drilling the anterior side of the cortical bone, the drill bit was rotating but drilling could not be completed. The drill bit became overheated so it was replaced with another. The surgeon applied force to the drill bit manually and succeeded in opening the hole. The surgeon succeeded in drilling the anterior and posterior sides of the cortical bone, but it took long time. The surgeon replaced the power module to another drill and re-assembled the attachments with the handpiece. Then, after function check, the surgeon restarted drilling but the same issue occurred. The surgeon connected a drill bit 3.2mm with another handpiece (not depuy synthes product), then the surgeon easily succeeded in drilling the anterior and posterior sides of the bone. After the surgery was completed, function check on the affected devices was performed. The surgery was completed with a 30-minute delay. Patient consequence is unknown. Concomitant devices reported: radiolucent(part#unknown, lot#unknown, quantity#1) colibri ii handpiece(part#unknown, lot#unknown, quantity#1) this report is for one (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 2 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient height reported as 160.0 cms. DHR review was completed. Part: 03.010.100 . Lot: u299194 . Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 24.jan.2018 . The device history record shows this lot of 154 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation site: (B)(4). Selected flow: 3. Damaged: visual. The visual inspection of the complained drill bit shows clear signs of damages at the cutting flanks. The cutting flanks are damages due to post-manufacturing contact with very hard object during use. We have to assume that contact with metallic part (eg. Implant) may have damaged the cutting edges (see attached pictures). As result of this damages, the cutting performance is no longer ensured as intended. The received condition does agree with the complaint description and this complaint is classified as confirmed. As device use could be identified as most probably root cause for the reported problem, no dimensional inspection is required according to w-m-s080. Certificate of conformity for this lot confirms the use of correct material 440a with correct hardness. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.